Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reporter declined to provide follow up. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side infection. Device has been explanted.